Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, a student doctor dropped the stirrups on an operating table and somehow managed to completely separate the plug from the cord of the camera head. The issue occurred at the end of a therapeutic hysterectomy procedure. There were no reports of patient harm.

Event description:
It was reported, a student doctor dropped the stirrups on an operating table and somehow managed to completely separate the plug from the cord of the camera head. The issue occurred at the end of a therapeutic hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.